Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there were no previous services in the last 13 months. The customer reported issue was verified when booting the pump as the primary audible alarm error was displayed. The primary speaker was replaced to resolve the customer¿s issue. The pump was recalibrated and then passed all performance verification testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm background test error. There was no patient involvement, no patient injury was reported.